Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an ophthalmic perfluorocarbon liquid injection failure due to infusion line blockage and filter occlusion during vitrectomy surgery. The system did not function because the filter was blocked, caused by perfluorocarbon entering the infusion line. The surgery was completed successfully. No patient impact was reported. Additional information has been requested but is not available at the time of this report. Additional information was received and indicated that the patient underwent surgery in the right eye, no patient injury, except for a minor ocular hemorrhage that was managed. The patient was fortunately in excellent condition. No postoperative hospitalization.